Manufacturer narrative:
Gender - majority of patients. Date of event: date of publication. Doi: 10.1258/phleb.2009.008084. Phlebology 2010;25:79¿84. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a study to investigate the one-year outcomes of radiofrequency ablation of incompetent perforator veins using a rfs stylet, 53 patients were treated (67 limbs). Sixty-eight percent (68%) of patients were female, with a median age of 62 (range 25-81). Prospectively documented complications included 1 episode of phlebitis, 1 cellulitis and 1 chemical ulcer. The chemical ulcer occurred after subsequent microsclerotherapy. It was also reported that 1 dvt and 8 cases of neuropraxia occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.